Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and is pending evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the port device allegedly would not advance through the dilator. It was further reported that a new dilator component was used from a different lot to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one m.r.I. Plastic lp port with 6.6 fr s/l silicone catheter set was returned for evaluation. A partially-peeled sheath was returned and a bend was noted on the sheath. The returned catheter segment could not be advanced through the partially-peeled sheath. It was noted that the introducer dilator was bent and had a damaged tip. Based on the findings, the investigation is confirmed for the reported catheter/sheath fit issues, specifically as a result of damage due to a damaged dilator tip. The identified sheath damage contributed to the reported catheter advancement issues, as it was noted to be bent and flattened near the distal end in the evaluation results. Additionally, this damage likely resulted from retraction of the damaged dilator through the sheath, as the sheath was noted to be partially-peeled. However, the definitive root cause for the identified damage could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Possible contributing factors include rapid removal of the guidewire and having an insufficient skin nick. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the port device allegedly would not advance through the dilator. It was further reported that a new dilator component was used from a different lot to complete the procedure. There was no reported patient injury.